Manufacturer narrative:
Additional narrative: (B)(4). Update december 22, 2015: received complaint sample devices. Functional evaluation of the submitted device could not replicate the reported disassembly problem. Although a surgical environment could not be created for testing purposes, the device mated and remained secured to the mating devices.. Visual examination found evidence of devic e wear. The device is old and has been subjected to heavy usage and is worn out. The root cause is attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Keel impactor handle disassociated from the keel punches upon keel punch extraction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Follow-up communication for product return was unsuccessful. A complaint database search found previous reports for this failure that when confirmed were attributed to product design of the keel punches and product wear out of the handle. The investigation could not verify or identify any product contribution to the reported event without the products to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.